Event description:
It was initially reported that the pump had several motor stalls and patient had experienced withdrawal symptoms. Patient had to be treated with additional oral medication. It was added that the pump could not be reprogrammed and there were not sources of emi (electromagnetic interference). It was later reported that the pump was explanted and that there was one motor stall as noted in the pump print-outs. Physician had tried to restart the pump. Patient experienced withdrawal symptoms which were sweating, tremors and restlessness. In the fluid that was aspirated from the catheter after the catheter was removed from the pump, some black particles of unknown origin were visible; the fluid was yellowish. Following explant patient outcome was noted as doing fine now. Drug delivered via the device was morphine 20mg/ml.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis for the pump revealed motor gear train corrosion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.